Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient wanted to start using therapy again, so the healthcare provider (hcp) was checking the integrity of the pump and the catheter, as it had been in ¿stopped pump mode¿ for 2 years. The hcp did a dye study on the day of this report and was unable to aspirate. It was noted that the physician was advised not to put dye in, but he chose to anyway and, when he didn¿t see any dye, he aspirated right away. The hcp was going to discuss replacing the pump and catheter with the patient. The reporter believed that the device system was used to deliver morphine, but was not sure.